Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. No product lot number was reported therefore no qualification records were reviewed.

Event description:
The patient's mother reported on (B)(6) 2015 at 09:22 am her son activated a new pod and his blood glucose and insulin history is as follows: time: 9:24am, bg (mg/dl) "high" (greater than 500), bolus (u) doctor advised - 10.0 and 5.0 (manual injection). Time: 10:30am "high". The patient was feeling ill and was vomiting. During a follow up call with the doctor he advises that she take him to the emergency room. Upon arrival he was diagnosed with diabetic ketoacidosis and dehydration. They placed him on an insulin and saline drip. At 1:58 pm the pod was deactivated and discarded at the hospital.